Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading was 40 mg/dl while her blood glucose reading was 480 mg/dl. The customer stated that insulin delivery was suspended due to the low sensor glucose. The suspend on low limit in their sensor setting was 60 mg/dl. Troubleshooting was performed for the sensor issues. The customer¿s current blood glucose level was 443 mg/dl. The customer performed the high-pressure test and the insulin pump passed. The insulin pump will not be returned for analysis. The sensor will be replaced and returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.